Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and low out of range pacing impedance measurements less than 200 ohms resulting in activation of the lead safety switch (lss) feature. An invasive procedure was performed. Lead to device header connections were verified to be appropriate. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.